Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6): product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter d9. The catheters were received for analysis on 2025-may-27. H3. Analysis of the catheter (sn: (B)(6) found that visual inspection identified there was damage to the transition tubing. Ana lysis of catheter (sn: (B)(6) found that the catheter passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Product type catheter product ID 8780 lot# serial#(B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: hg8h4qp01, ubd: 21-jan-2027, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 24-apr-2020, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver fentanyl 400mcg/ml at 91.41mcg/day, bupivacaine 10mg/ml at 2.286mg/day, and clonidine 5mcg/ml at 1 .1426mcg/day. It was reported that, during a procedure, it was discovered that there was "tissue ingrowth" in the catheter connector to the pump. The physician replaced the segment and successfully completed the replacement as planned. The physician understood that this was a known issue and had been re-engineered. They attempted to replace with one catheter, but it didn't seem to connect to the existing catheter so they used another new catheter piece. There was no troubleshooting performed other than the physician attempting to remove tissue. There was no troubleshooting other than the physician attempting to remove tissue and reattach to the new pump a few times. In regards to interventions/actions taken to resolve the issue, the hcp irrigated the pump connector and used the stylet from the catheter to help. At the time of this report, the issue was resolved. It was noted that the patient had personal therapy manager (ptm) boluses of 9.99mcg of fentanyl with a lockout of 20 minutes, 3 boluses per 1 hour and 20 boluses per day with a maximum 24 hour dose of 2.8873mcg fentanyl, 7.218mg bupivacaine, and 3.6091mcg clonidine. It was also reported that, during the pump replacement procedure, the patient's oxygen levels started to drop prior to the case start. The anesthesia team flipped the patient back to bed, restabilized, then repositioned the patient on the table and the case was successfully completed. The patient had a medical history of throat cancer, laryngectomy, and tracheostomy "6+ years ago". Per the anesthesiologist, the patient also had a radical neck dissection.